Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a recto-sigmoidectomy, after stapling in colorectal anastomosis, the doctor performed the test on the stapling line, the so-called "rubber tire test", there was an air leak, which was detected by the surgeon who performed the over-suture on the staple line and in the postoperative period, the patient had an anal fistula.